Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 24-jul-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 1259.9 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that on (B)(6) 2018 when reading the patient's pump prior to a regular pump replacement, the patient said something about getting too loose in winter, but that was it. It was reported that surgical intervention did occur and the catheter was hard to aspirate. After aspiration, the hcp pushed dye. It was discovered that dye flooded the area in the back outside the intrathecal space. The catheter was coiled in the back and completely out of the intrathecal space. So the hcp put in a new catheter. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved at the time of this report. It was decided to drop the patient's dose from 1259.9 mcg/day to 96 mcg/day since the patient was not getting drug intrathecally. The catheter was explanted and replaced on (B)(6) 2018 and would not be returned to the manufacturer for analysis as it was discarded by the customer as it was thought that the catheter did not need to be sent back. The patient's status was "alive - no injury" and no further complications were expected or anticipated. The patient's medical history included multiple sclerosis.